Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump receives the multiple motor error alarm. The customer¿s blood glucose level was unknown. Customer states the insulin pump shuts down and countdown. The customer also reported that the insulin pump gives the random no delivery alarm. The device will not be returned for the analysis.